Event description:
Boston scientific received information that this device could not be interrogated. In addition, increased r-waves were noted and pacing impedance measurements were high out of range. A replacement procedure was performed. This device was removed, replaced and returned for analysis. During this same procedure, a decision was made to surgically abandon and replace the right ventricular lead. The patient has an intrinsic heart rhythm and has not experienced any adverse patient effects. It was suspected this reported clinical allegation was due to a short circuit in the device.

Manufacturer narrative:
Upon receipt, visual analysis of the set screws and seal plugs revealed no anomalies. Arc marks were noted on the backing of the port side of the device case. Analysis concluded this device was damaged when it shocked into a damaged rv shocking lead. Shocking into a shorted lead results in damage to the hybrid which, in turn, causes a high current condition that depleted the battery.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.